Event description:
Event description boston scientific received information that upon analysis of this implantable cardioverter defibrillator (ICD), it was determined that the device did not meet longevity. There were no complaints against device function or longevity.